Event description:
The hcp reported that the pt has a granuloma confirmed by MRI. The pt was experiencing inadequate pain control, but no other specific symptoms. The pt had been receiving morphine at a concentration of 60 mg/ml, at a rate of 35 mg/day, in addition to bupivicaine and clonidine via the drug delivery system. The hcp plans to replace the pump and catheter in the near future.